Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device dependent patient presented remotely via merlin.net transmission. Review of the transmission noted non-sustained right ventricular oversensing noted on the right ventricular lead. It was determined that the overseeing was not due to t-wave oversensing but that the abandoned right ventricular lead was slapping into the active lead inducing noise. The physician is concerned about pauses in pacing. Programming changes were discussed.